Event description:
Information received by medtronic indicated that the customer had experienced hyperglycemia. The customer reported blood glucose value ranging from 286 mg/dl to 453 mg/dl which was treated by manual injections. Blood glucose at the time of call was 307 mg/dl. Troubleshooting was performed. Customer reported presence of air bubbles in the tubing and in the reservoir. Auto mode/smartguard feature was active at the time of the event. No additional consequences requiring medical intervention were reported. The customer will continue using the device. The insulin pump will not be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.